Event description:
Caregiver stated the customer's device was reading in the 200's mg/dl. The customer was given 6 units of insulin using a sliding scale. The customer was also given normal 500 mg of metformin at 8am. The customer showed low blood glucose signs such as lethergy and weakness at 1:40pm. The customer blood glucose was tested and the result was 119mg/dl. Pramedics were called and they received a result of 50mg/dl. The customer was taken to the hosp and given an IV and glucose and food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.